Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00036 it was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly tortuous left circumflex and right coronary artery containing a >45 and <90 degrees bend. A 1.25mm rotalink¿ burr and rotawire¿ were selected for use. During platforming at 180,000rpm, it was noted that the rotawire broke into two pieces. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was stable.